Event description:
Boston scientific received information that upon interrogation it was noted that the right ventricular (rv) lead exhibited an acute rise in pacing impedance measurements from 1000 ohms to greater than 2000 ohms within a week. Loss of capture at maximum output and a decrease in amplitude from 20 millivolts (mv) to 2 mv were also observed. The patient is not pacemaker dependent and denied a traumatic event. Approximately five weeks later a revision procedure was performed where the rate sense portion of the rv lead was surgically abandoned due to continued out of range impedances, loss of capture and high threshold measurements. There was nothing notably visable on the fluoroscopy image. The rv lead was not tested on the pacing system analyzer (psa) during the procedure. A new rv rate sense lead was implanted with the existing system. The shocking portion of the lead remained in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.